Event description:
During the implant procedure, there was difficulty inserting the stylet into the right ventricular (rv) lead due to a suspected bend inside the rv lead. The lead was removed with no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. Visual inspection noted the lead body wrinkled over the length of the lead, caused by over-torque during the implant procedure. After cleaning, the helix extended and retracted within specification. A stylet was able to be fully inserted into the lead. Electrical testing indicated no shorts and x-ray examination revealed no anomalies. The event of suspected lead bent was confirmed due to the over-torqued lead.